Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent an anterior cervical discectomy (acdf) surgery wherein his surgeon implanted rhbmp-2/acs with a metal cage device. The patient's post-operative period was marked by increasingly severe pain. Following the surgery, patient suffered from an autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, extreme inflammatory reactions, chronic radiculitis, retrograde ejaculation, sterility, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, difficulty swallowing, difficulty breathing, difficulty gripping and holding items, and chronic pain.